Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise that could be taken as a pause was observed. Reprogramming was not done, noise was confirmed. The lead will continue to be monitored. The patient condition is stable.